Event description:
It was reported that the vns pt had been experiencing hoarseness since implant surgery and was recently evaluated by an ent. The ent diagnosed the pt with left vocal cord paralysis. The pts caregiver reported to the treating physician that the ent stated that the "vocal cord paralysis is permanent and that the paralysis is due to the vagus nerve being pinched" during implantation surgery. Additionally, it was reported that the device has been stimulating since shortly following implantation and the device has not been disabled. Attempts to obtain add'l info from the physician have been made, but have been unsuccessful to date.